Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
.It was reported the pump was alarming an intermittent alarm with no message displayed. Other times, this preceded an occlusion alarm upstream of the pump. No injury reported.

Manufacturer narrative:
(B)(6). D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual examination revealed no physical damage. Event history log review was not available. Functional testing could not replicate the reported issue; the pump was found to be operating properly. No root cause could be determined and no further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.